Event description:
Patient with recurrent glioblastoma began novottf therapy on (B)(6) 2013. On (B)(6) 2013, the patient's family member reported that the patient had been hospitalized the prior day after experiencing 2 grand mal seizures. Per hospital discharge summary, patient presented with new onset seizures (attributed to gbm), acute respiratory failure, hyperglycemia and hemiplegia. Patient was initially unable to control airway and was intubated. Novottf therapy was discontinued. Seizure medications were adjusted to the point where seizures did not recur for several days. Repeat MRI revealed increased gbm tumor size (i.e., gbm progression). Patient was discharged home in poor condition on (B)(6) 2013. Discharge medications were levetiracetam, dexamethasone, enoxaparin sodium, lisinopril and pantoprazole. Per the prescribing physician, the patient did not have a history of seizures and was not on anti-seizure medications at the time of hospitalization. It is unknown if novottf therapy was restarted.

Manufacturer narrative:
Additional serial #: (B)(4). Device manufacture date: 08/01/2012. Novacure concurs with the prescribing physician that the seizures were related to gbm progression. Novocure medical opinion is that the seizures were not related to novottf therapy. Seizures were reported as adverse events on the pivotal phase iii recurrent gbm trial in both arms of the trial (9% and 4% in novottf therapy and chemotherapy arms respectively). None of these seizures were considered device or chemotherapy related by investigators. Seizure are a known complication of the underlying disease (recurrent gbm).